Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an alert generated on the remote monitoring system due to out of range shock impedance for this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) presented the health care provider with options for additional testing or programming. The crt-d remains in service. No adverse patient effects were reported.